Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by the sales representative, "patient post op follow presented complaints of increased pain and swelling. 2.3mm screws in distal portion of plate broken but no hardware removal planned at this time. Patient cast and to follow up in two weeks for re-exam and radiographs".